Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3389s-40, lot# va0z14g, implanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient was getting an MRI of her entire spine because she fell off a cliff on her motor cycle and broke her neck in 2008; it was noted it was unrelated to the device/therapy. The patient also reported that she was reprogrammed on (B)(6) 2016 and was told she had a bad connection in one of her leads and it would not work. An x-ray was performed on (B)(6) 2016 and no breaks were found in the leads. No symptoms were reported. Additional information has been requested regarding the device identifiers, cause, actions/interventions, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.